Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a multiaccess venous closure of the left and right common femoral veins (lcfv/rcfv) using a prostyle device after an electrophysiology (ep) ablation interventional procedure. A 7f sheath on the lcfv, and a 13f sheath using the pre-close technique on the rcfv. Reportedly, on the lcfv, a suture break occurred during suture management. Wire access was maintained and a second prostyle was successfully used to achieve hemostasis, and closed the lfv successfully. In the rcfv, the prostyle device was pre-placed via pre-close using a 13f sheath. Upon during knot advancement, the knot locked before reaching the vessel. That suture was removed, and a second prostyle was advanced; however, the prostyle's footplate would not open correctly while lifting the lever (step 1). No resistance was noted lifting the lever but the footplate only partially opened. Two new prostyle devices were used in the rcfv and used to hemostasis achieved. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.